Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate additionally it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. There was no reported impact to the customer's blood glucose. Reportedly, the customer replaced the cartridge and continued insulin therapy.